Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe there was leakage. The following was received by the initial reporter: voicemail: consumer left voicemail reporting that there is an issue with her syringes. Consumer called back before call was returned. She stated that when she depressed the plunger rod she noticed a drop of liquid coming out of the syringe, onto the needle.

Event description:
It was reported that while using the bd ultra-fine¿ insulin syringe there was leakage. The following was received by the initial reporter: voicemail: consumer left voicemail reporting that there is an issue with her syringes. Consumer called back before call was returned. She stated that when she depressed the plunger rod she noticed a drop of liquid coming out of the syringe, onto the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.